Event description:
Additional information received reported that the manufacturer's representative was unable to find a specific date when he saw and became aware of the patient¿s fall. The manufacturer's representative added that he did see the patient sometime in early february after the patient fell. The patient was already receiving effective therapy. The healthcare professional(hcp) performed x-rays and the leads were at the right place as well. The patient just wanted to get her devices checked in general after the fall, to make sure everything was fine. The manufacturer's representative did not even have to reprogram because the patient was receiving effective therapy. There was no reportable event that the manufacturer's representative was aware of at that appointment.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient fell sometime in (B)(6) 2014. The patient went in for a ¿tune-up¿ sometime in (B)(6) 2015 because she had fallen. It did not seem like the stimulation was covering the left side anymore, and kept getting worse. According to the patient, the healthcare professional (hcp) said that when the patient fell, ¿she broke loose where it had healed¿, and everything was fine, and needed to turn up the stimulation on the left side. The manufacturer's representative educated the patient. The healthcare professional (hcp) took a CT scan and x-rays to make sure nothing was dislodged or anything. The patient stated she made the manufacturer's representative aware of the event during the appointment. The patient reported the event to the hcp who arranged for a manufacturer's representative to be at the appointment. The hcp put call into the manufacturer's representative on the patient¿s behalf. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).